Manufacturer narrative:
H3: device discarded. H6: codes no longer applicable: g04122, & b20. Codes added: b18, g04134, & f1903 investigation: a unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither images enabling direct assessment of product performance nor the product itself, which was discarded, were returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: device discarded. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, gore was informed concerning a gore® propaten® vascular graft which was implanted on the (B)(6) 2023, from the femoral artery to the distal popliteal artery (right side). On an unspecified date in 2024, the patient suffered a stroke and was allegedly suffered a right-sided hemiparesis and has a prosthesis (unspecified type and brand) that was found to be occluded. On (B)(6) 2025, a patient of unknown demographics with a previously implanted graft device experienced a prosthesis infection. Reportedly as a remedial action, the graft was explanted. The physician alleged that the cause of the infection was due to the device being infected. No other information has been provided.